Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a gastrointestinal anastomosis in an open gastrectomy procedure, when the device was correctly rotated to the "green eyes", the staples can not be properly released. Several attempts were made, but was still unsuccessful. A new device was used to complete the case. There was no patient injury.